Manufacturer narrative:
The technical investigation of log files from the reported event indicated that the issue was caused by a known design defect.

Event description:
It was reported that there was a communication failure during a surgery today, when robot arm was drove to trajectory. At this time surgeon had foot on vigilance device pedal, and screen prompted as if pedal wasn't engaged. The button continue was pressed and device was interrupted immediately. Then user selected to go back into clearance window, when a communication failure occurred and device shutdown, but screen was frozen on the shutdown window. After a manual turn off of the power switch and restart there were no further issue during.